Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite abbott representative; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported that the patient¿s driveline had a separation of the bend relief from the metal connector. An abbott clinical consultant confirmed the event and performed a clam shell repair on (B)(6) 2022. The patient was stable with no other issues. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 19sep2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's percutaneous lead had separation of the bend relief from the metal connector. Universal percutaneous lead bend relief clam shell was installed. The patient was stable and no other issues were noted.